Manufacturer narrative:
H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of faulty battery was confirmed. The prevue was visually inspected and was found to have damage. The reported issue was confirmed, as the unit will not run on battery power. The root cause of the reported issue of the faulty battery was identified as user related. Customer has been using incorrect ac adapter and has damaged internal battery. A history review of serial number (B)(6) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the battery does not work. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported the battery does not work. No other information was provided.